Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One impl tapered scr-v ha 4.7 mm 4.5mm 11.5mm (tsvwh11) was returned for investigation. Visual inspection of the returned product identified signs of use, dried blood and bone around the implant and a fracture on the collar. The reported device was located on tooth # 19 (universal) and was used for approximately 7 years 8 months. Pictures or x-ray images were not provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the hex of the implant fracture. The reported complaint is confirmed as a fracture was identified on the reported device during visual inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number : (B)(4). Additional PMA/510(k) numbers: k013227.

Event description:
It was reported that the implant fractured at the hex. Tooth location 19.